Event description:
Ventilator alarmed and showed technical faults 12, 13, 14, 15 and 16. Pt's saturation dropped to 70%. Pt returned to supine & manually resuscitated so vent could be changed out. Pt in critical condition on rotoprone bed for oxygen/ards. Pt proned at time of event. Pt remains critical on rotoprone bed.